Event description:
It was reported that there was yellow foreign matter attached to catheter with a bd insyte¿ autoguard¿ bc shielded IV catheter. This occurred on 10 separate occasions prior to use. The following information was provided by the initial reporter: yellow fm like lube attached.

Manufacturer narrative:
Investigation summary: a bd quality engineer inspected the photographs and samples submitted for evaluation. Bd received 10 insyte autoguard 20ga packages from lot number 8318508. All components were present and intact. Through the visual/microscopic evaluation, 3 of the 10 received sealed packages revealed traces of a yellowish/brown material. The material was present on the bottom film (clear). Upon opening the packages, it was detected that the material was removable. The photographs displayed similarities to that of the returned units. The reported issue was confirmed. The material observed on the bottom film of 3 of the 10 packages received was determined to be oil and it was introduced to the packages, during the forming (packaging) process of the blister tray. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was yellow foreign matter attached to catheter with a bd insyte¿ autoguard¿ bc shielded IV catheter. This occurred on 10 separate occasions prior to use. The following information was provided by the initial reporter: yellow fm like lube attached.